Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was exercising the patient's implantable cardioverter defibrillator (ICD) encountered a detection issue and t-wave oversensing (twos) problem. The right ventricular (rv) lead was also t-wave oversensing (twos) which lead to the patient receiving inappropriate therapy. Additionally, it was noted that there was electromagnetic interference (emi) on the right atrial (ra) lead egm of one of the recorded episodes. As the patient was exercising/swimming during this event, it is thought an improperly grounded pool may have caused/contributed to the emi. Reprogramming was completed and the device and leads remain in use. No further patient complications have been reported as a result of this event.